Event description:
A blood collectioin center reported a possible hemolysis incident during a platelet collection procedure on an amicus separator. There was a kink noted in the return line of the disposable tubing kit. No instrument alarm was reported. The plasma in the disposable kit was reported to be "ice tea colored". The center staff sent a sample to their lab for a hemoglobin strip test. The test was positive and appeared to indicate hemolysis had occurred. The donor showed no signs or symptoms. He was allowed to leave after the donation and was instructed to notify the center if he observed blood in his urine.